Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that when the pt was discharged home, they had some concerns with the family's ability to care for the pt. It was reported that the pt had ketoacidosis and her primary care physician recommended hospice. The pt's implantable cardiac defibrillator was turned off and the pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.